Event description:
A product liability claim was raised. It was reported that the patient was implanted an unknown zimmer trauma product on (B)(6) 2010, due to fracture. Due to an accident the tibia and the metal plate broken on (B)(6) 2010. The patient underwent revision surgery on (B)(6) 2010.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and/ or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).